Event description:
It was reported that the patient presented for follow-up and externalized conductors were observed via review of x-rays. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.